Event description:
Customer reported the insulin pump alarmed calibration error and was having issues with sensor glucose readings were off 200 points. Troubleshooting was perfumed calibration error and bad sensor. Alarm occurred while customer was sleeping. Noted multiple calibration error alarms, some blood glucose now alarms, and a change sensor alarm noted. Alarm did not occur after find a lost sensor alarm. It was determined customer was calibrating properly. Determined transmitter is functioning correctly. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.